Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2, -11.0/1.0/070 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6) 2024. The lens was replaced with a shorter length lens due to excessive vaulting later that day. The problem was resolved. The cause of the event was unknown.